Manufacturer narrative:
H2 additional information: b5 revised (principle investigator assessment verbiage) no additional information was provided.

Event description:
A 45-year-old male with medical history of multi-vessel coronary artery disease, congestive heart failure, diabetes type 2, hypertension, obesity, chronic renal failure, and current smoker presented with a positive stress study (without angina) and was further evaluated. Angiography showed a 90% stenosed type c de novo lesion in the distal right coronary artery (drca), and chronic total occlusions in left circumflex (lcx). Patient enrolled in the cobra trial on (B)(6) 2014. The patient underwent percutaneous coronary intervention (pci) with pre-dilatation of the lesion, followed by deployment of a 3.0x30mm cobra pzf¿ stent in the drca. As the stent was well apposed to the vessel, no post-dilatation was performed. The procedure was concluded without complication and the patient was discharged the following day. The residual lcx lesion was managed medically. The patient did not report any adverse effects at 30 days, 6 months, 9 months, 1 year, 2 years, and 3 years, and 4 years follow- up visits. On (B)(6) 2018, the patient presented with unstable angina and positive stress test. Angiography showed severe triple vessel coronary artery disease, with 100% chronic total occlusions in the drca (in-stent restenosis) and proximal left circumflex (plcx), and 70% stenosis in the mid left anterior descending (mlad). The patient had successful triple-vessel coronary artery bypass graft (CABG) surgery, and was discharged on (B)(6) 2018. [Only below verbiage revised] the investigator reported that the event is not related to the index procedure, and possibly related to the study device.

Manufacturer narrative:
Patient weight is (B)(6) kg. Stent remains implanted in patient. As event occurred approximately 6 months after index procedure and there were no reported device malfunctions, the delivery system is presumed discarded and will not be requested. A review of the lot history record (lhr) indicated that there were no non-conformances related to the reported adverse event. The lot conforms to its predetermined specifications and requirements. A risk assessment review indicates that restenosis is captured as a foreseeable event. A review of cobra pzf instructions for use (IFU) was conducted. Restenosis is listed in the IFU as a known potential adverse. The investigator indicated that the event is possibly related to study procedure, and definitely related to study device; the sponsor believes intracoronary stent restenosis is multifactorial (including, but not limited to, patient lesion type, disease progression, comorbidities, and vessel trauma during the index procedure). Restenosis can also result from malposition of the stent/sub-optimal stent expansion (stent unable to maintain intended patency, loss of strength due to fracture, position of stent compromised, use error of incorrect deployment, smaller deployed diameter). While a definitive root cause is unable to be assigned to this event, the most likely cause of this event is due to disease progression, as well as patient comorbidities / relevant medical history. However, relationship between restenosis and study device cannot be completely excluded. The identification of restenosis at the site of the treated lesion does not imply a technical problem with the study device or study procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency.

Event description:
A (B)(6) year-old male with medical history of multi-vessel coronary artery disease, congestive heart failure, diabetes type 2, hypertension, obesity, chronic renal failure, and current smoker presented with a positive stress study (without angina) and was further evaluated. Angiography showed a 90% stenosed type c de novo lesion in the distal right coronary artery (drca), and chronic total occlusions in left circumflex (lcx). Patient enrolled in the cobra trial on (B)(6) 2014. The patient underwent percutaneous coronary intervention (pci) with pre-dilatation of the lesion, followed by deployment of a 3.0x30mm cobra pzf¿ stent in the drca. As the stent was well apposed to the vessel, no post-dilatation was performed. The procedure was concluded without complication and the patient was discharged the following day. The residual lcx lesion was managed medically. The patient did not report any adverse effects at 30 days, 6 months, 9 months, 1 year, 2 years, and 3 years, and 4 years follow- up visits. On (B)(6) 2018, the patient presented with unstable angina and positive stress test. Angiography showed severe triple vessel coronary artery disease, with 100% chronic total occlusions in the drca (in-stent restenosis) and proximal left circumflex (plcx), and 70% stenosis in the mid left anterior descending (mlad). The patient had successful triple-vessel coronary artery bypass graft (CABG) surgery, and was discharged on (B)(6) 2018. The investigator reported that the event is possibly related to the index procedure, and definitely related to the study device.